Event description:
A surgeon reports a broken haptic was identified after insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.